Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-70, serial #: (B)(4), description: linear lead with enhanced stylet, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the stimulator was causing pain. The patient was experiencing excruciating pain in the left leg whether the stimulation was on or off. The patient underwent an explant procedure and the pain subsided. The patient was doing well postoperatively.